Manufacturer narrative:
(B)(4); the explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study form that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to movement/migration. There have been no reported sensing or therapy delivery issues with this device. Available information indicates the device was replaced with a newer model s-ICD. No additional adverse patient effects were reported.